Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn105460-50, batch: ab2105; serial: n/a; UDI: (B)(4). Common device name: kit implantable slim tip lead, 50cm, model: mn105460-50, batch: ab2105; serial: n/a; UDI: (B)(4). Common device name: kit implantable slim tip lead, 50cm, model: mn105460-50, batch: ab2127; serial: n/a; UDI: (B)(4). The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3189ans; UDI: (B)(4), serial: n/a; batch: 3983034

Event description:
Related manufacturer reference number: 1627487-2023-01025. It was reported the patient experienced ineffective therapy with their scs and drg system. Multiple reprogrammings did not resolve the issue. As a result, surgical intervention may be pending to address the issue. The investigation did not determine which lead is related to the issue.